Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) power cord can not be extended very far from the pump and the cord will not retract as well. The unit is connected to the power supply in the wall and pump is working fine otherwise. There was no harm reported.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion). At this time, the customer has not requested getinge to evaluate the iabp. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not evaluated by getinge.